Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the lead exhibited noise, intermittent sensing and under sensing, different programmers were used with the same results. The lead was not used and a new lead placed. The patient did not experience any adverse consequence.